Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'ok' button was found to be unresponsive and had to be pressed multiple times in order to activate it. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 08/03/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump and the keypad were in excellent condition. There were no signs of trauma to the keypad or the pump. The keypad was fully intact. All of the keypad buttons had normal spring back or click. On testing, the up arrow, down arrow and contrast keypad buttons were appropriately responsive. The down arrow keypad button has click, but is not functional but requires added pressing when pressing to evoke a response. The keypad cover was removed for investigation and revealed a spotted residue on the center gold contact in the center of the dome for the down arrow keypad button. The alleged failure was not able to be duplicated during testing.